Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6, d8, h3. (Type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions). In addition, the safety disc had reached the end of its service life. At this time, the customer has not requested for getinge to evaluate/repair the unit for the reported malfunctions. The safety disk and the battery were both expired. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check-up, cs100 intra-aortic balloon pump (iabp)'s battery life was declining, and the safety disc had reached the end of its service life. There was no patient involvement.